Manufacturer narrative:
Additional information: b5, g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation.

Event description:
Additional information was received on 01/14/2025: there was no significant delay in the case. The procedure was completed using the same anchor, with a knot tied for fixation since the knotless technique was not possible. No additional medical intervention was needed, and the deviation did not impact the patient's quality of life. This was discovered during a hip arthroscopy procedure on (B)(6) 2025.

Event description:
On 12/16/2024, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-3636h self bunching 1.8 knotless hip fibertaksoft anchor had an issue when using the anchor during the procedure. The suture that should slide for the knotless locking would not slide, so the surgeon tied a knot to complete it. This was discovered during a procedure on (B)(6) 2024, with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.